Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked on the side. The battery compartment contained evidence of moisture. The battery cap and cartridge cap were not returned. A new test battery cap was able to carefully attach to the pump and was used to complete a 24hr duration test. No power interruptions were duplicated using the new test battery cap. A leak test failed due to the battery compartment leak. The pump cover was removed and no evidence of internal moisture was found on the printed circuit board or internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.